Event description:
The customer's mother reported via phone call that customer were hospitalized due to diabetic ketoacidosis with high blood glucose of 312 mg/dl on (B)(6) 2021. The customer was treated with intravenous insulin drip at the time of incident. The customer also experienced chest pain, vomiting, and difficulty in breathing. The insulin pump passed self test. It was unknown whether the auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.